Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing date: 4/18/2020. Part number: 299704230-verse x25 inserter/tightener. Lot number: gm5397031. Lot quantity: 4 units. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. It was reported that on (B)(6) 2022 while final tightening verse set screws, driver would not engage entirely. Surgeon noted the tip of driver was stripped. New driver was used. No patients consequence for this event. Concomitant device reported: unknown screws (part# unknown; lot# unknown). This complaint involves two(2) devices. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of verse x25 inserter/tightener was stripped. No other problems identified. A dimensional inspection was performed for the verse x25 inserter/tightener and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the verse x25 inserter/tightener would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 while final tightening verse set screws, driver would not engage entirely. Surgeon noted the tip of driver was stripped. New driver was used. No patients consequence for this event. Concomitant device reported: unknown screws (part# unknown; lot# unknown). This report is for one (1) verse x25 inserter/tightener this is report 1 of 2 for complaint (B)(4).